Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call of issues with customer's high blood glucose levels and blank display. The customer's blood glucose level at the time of incident was 500mg/dl. The customer states they treated with manual injection. Troubleshoot was conducted. The display was found to have returned. The customer was advised to monitor the device and call back if issues persist.